Manufacturer narrative:
The complainant indicated that the device has been disposed at the user facility, therefore, no direct product analysis will be available. The root cause of the reported incident cannot be determined.

Event description:
It was reported that during a pci procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the calcified and severely tortuous proximal right coronary artery (rca). The quantum maverick balloon ruptured at 16 atms on the second or third inflation. The atms reached on the first inflation are unknown. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "fine".